Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor and no physical damage was observed. . Corrosion was observed through the sensor case caused by liquid ingress. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating early termination). Sensor state 6 with a event logs 21 [and any other event logs] is an indication that the sensor had terminated due to an error. The observed event logs correspond with a brownout reset which indicates an issue with the power circuitry. Visual inspection has been performed on the sensor plug assembly. The sensor was unable to reprogram due to corrosion. An extended investigation was also performed on the returned sensor. Upon receipt of returned sensor, visual inspection was performed, the inspection revealed corrosion through the sensor case. De-cased returned sensor and observed liquid contamination on the pcba (printed circuit board assembly) and the internal casing. No issues observed with plug assembly. To verify if the returned sensor is functioning as intended. Cleaned the pcba and replaced the battery with known good to perform functionality testing. The sensor was re-programmed and current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Accuracy tool test also passed . Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue with the abbott diabetes care (adc) device was reported. The customer received an adc sensor reading of ¿hi" > 22.2 mmol/l compared to an unspecified reading obtained on another adc meter. As a result of this reading, the customer self-administered insulin and subsequently experienced sweating, hunger, dizziness, and seizures. The customer was unable to self-treat and required assistance from a third party, who provided glucose tablets and a sweet drink. The customer did not notice a trend arrow on the device. There was no report of death or permanent impairment associated with this event. A sensor result of 27.90 mmol/l was compared to an adc meter reading of 6.40 mmol/l, and the results, when plotted on a parkes grid, fell into the d zone, showing the difference in values to be clinically significant. The customer did not notice a trend arrow on the device. The length of sensor wear was 6 days. It is unknown when these readings were obtained in relation to the reported adverse event.

Event description:
A high reading issue with the abbott diabetes care (adc) device was reported. The customer received an adc sensor reading of ¿hi" > 22.2 mmol/l compared to an unspecified reading obtained on another adc meter. As a result of this reading, the customer self-administered insulin and subsequently experienced sweating, hunger, dizziness, and seizures. The customer was unable to self-treat and required assistance from a third party, who provided glucose tablets and a sweet drink. The customer did not notice a trend arrow on the device. There was no report of death or permanent impairment associated with this event. A sensor result of 27.90 mmol/l was compared to an adc meter reading of 6.40 mmol/l, and the results, when plotted on a parkes grid, fell into the d zone, showing the difference in values to be clinically significant. The customer did not notice a trend arrow on the device. The length of sensor wear was 6 days. It is unknown when these readings were obtained in relation to the reported adverse event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.